Manufacturer narrative:
A field service engineer (fse) found that the drain that was supposed to drain into a pan under the compressor was not routed properly. The fse rerouted it and this resolved the issue.

Event description:
A customer contacted beckman coulter inc., (bci), to report a leak from the behind the modular chemistries (mc) side of the unicel dxc 600 pro synchron clinical system. No injury has been reported in connection with this event.